Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in the clinic and the rv lead was capturing in unipolar setting, however, there was no capture when switching to bipolar. Further, rv lead found to be fractured and was confirmed with fluoroscopy. The patient experienced syncope, rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.